Manufacturer narrative:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a lasso nav catheter and suffered a medical device entrapment (requiring surgical intervention) and death. Physician maneuvered the lasso catheter from the left atrium to the right atrium for superior vena cava (svc) isolation. While attempting to position the lasso catheter at the svc, after pulling it down to the inferior vena cava (ivc), the lasso catheter became entrapped in the right atrium. Fluoroscopy revealed that the lasso catheter was not in the ventricle. Attempts to free the lasso catheter from the right atrium for approximately 1 hour were unsuccessful. Open heart surgery was performed and the lasso catheter was found to be entangled with fibrous structure, which was thought to possibly be the chiari network. Lasso catheter was successfully removed. On post-procedure day 1, the patient expired. Physician commented that the tip of the lasso catheter became entangled as a result of the tip of the guiding sheath being under the ivc. On 2/21/2018, the complaint product was received and evaluated. The failure analysis lab (fal) found the tip section of the catheter was cut off 1 cm from the loop of the catheter. Also, a reddish foreign material was found on the electrode # 2. The spine of the catheter was found to be twisted near the distal end of electrode #20 and additional reddish foreign material was found on the distal end of electrode #20. Only the catheter tip was received and not the entire catheter. The event description does not state that the tip of the catheter was detached from the catheter; therefore, this is indicative of the open-heart surgery performed to remove the catheter from the patient 's body due to the medical device entrapment. The catheter tip was not detached as a result of a product malfunction. The twist on spine of the lasso nav catheter which was observed during initial visual analysis was not considered a malfunction initially since there was no evidence that the integrity of the catheter was compromised. However, on (B)(6) 2018, scanning electron microscope (sem) testing revealed evidence of mechanical damage and a hole on the surface of the spine cover. The damage/hole has now been assessed as a reportable malfunction. Therefore, the awareness date of this malfunction is (B)(6) 2018. On 3/22/2018, additional functional testing was performed on the lasso nav catheter including fourier transform infra red (ftir) analysis. Test results revealed that the foreign material presented a biological base material, presumably human tissue. Biological material when present on the catheter does not pose any risk to the patient. If tissue is present and was noted during the procedure but the patient is free of symptoms or distress of any kind, this would not be reportable. In this case, the patient died; however, the physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. The biological material present on the catheter did not pose a risk to the patient in itself. Product investigation summary: the returned device was visually inspected and the catheter was returned with the tip separate from the device, the tip was cut. Reddish foreign material was found on the electrode #12 and #20, also the lasso loop was observed to be twisted. The catheter's outer diameter were measured and it was found within specifications. Per the foreign material observed, a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material present a biological ¿ base material presumably human tissue. Additionally, per the damage observed a scanning electron microscope (sem) testing was performed and the results showed evidence of mechanical damage and a hole on the surface of the spine cover. The ring showed some scratches but no sharp edges were observed on the surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. Per the conditions of the catheter, no other functional test were performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Based on available analysis finding results, the damage observed on the lasso loop does not appear to be caused by any internal biosense webster inc. (Bwi) processes, it could be related to the procedure, in addition, the physician indicated that there were no lasso catheter malfunctions. (B)(4).

Manufacturer narrative:
Additional information received on 2/15/2018 provided a concomitant product of carto as being in use during the procedure. Currently the catalog or serial number for the carto have not been provided and the additional information is being requested. The physician has also reported they do not consider there was malfunction with any bwi products. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a lasso nav catheter and suffered a medical device entrapment (requiring surgical intervention) and death. Physician maneuvered the lasso catheter from the left atrium to the right atrium for superior vena cava (svc) isolation. While attempting to position the lasso catheter at the svc, after pulling it down to the inferior vena cava (ivc), the lasso catheter became entrapped in the right atrium. Fluoroscopy revealed that the lasso catheter was not in the ventricle. Attempts to free the lasso catheter from the right atrium for approximately 1 hour were unsuccessful. Open heart surgery was performed and the lasso catheter was found to be entangled with fibrous structure, which was thought to possibly be the chiari network. Lasso catheter was successfully removed. On post-procedure day 1, the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Physician commented that the tip of the lasso catheter became entangled as a result of the tip of the guiding sheath being under the ivc. Physician indicated that there were no lasso catheter malfunctions. There is no sheath information.